Event description:
I have incurred night vision difficulties since having lasik surgery performed. The problems are mostly related to difficulties seeing in low light conditions and starburst of any illuminated object such as headlights, street lamps and other artificial lighting.